Event description:
During a therapeutic stone retrieval procedure the physician caught the stone with this basket and started using laser power, but after two pulses the basket broke off. The physician retrieved it was able to complete the case successfully with no patient complications.